Manufacturer narrative:
(B)(4). Section d4: catalog number and model number details were not provided by the reporter, therefore bc100 bubble CPAP generator was used instead. Bubble CPAP generator is part of the bubble CPAP system kit (subject device). Section d4: lot number, expiration date, UDI details were not provided by the reporter. Section g4: the 510(k) number for bubble CPAP system kit is k100011. Section h4: device manufacturing details were not provided by the reporter. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united states of america reported via the FDA that a patient experienced gastric perforation while receiving bubble continuous positive airway pressure (bcpap) therapy with a fisher & paykel healthcare (f&p) bubble CPAP system kit. It was also reported that the device was set at a pressure of 4cmh2o at the time of the reported event. F&p is currently unable to request any further information relating to the reported event because the identity of the reporting healthcare facility has not been disclosed.